Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method: I-stat, results: ni (negative); lab, ni (positive). Note: date/times, results not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The customer states the I-stat result was negative while the lab was positive. There were no specific results, patient, or product lot information provided other than that it was stated that "the patient did indeed have a heart attack". The customer states that they have no other information to share with apoc. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). Analyzer investigation incident (B)(4). The investigation was completed on (B)(6) 2022. The customer reported that analyzer s/n (B)(6) produced unexpected troponin patient results. Failure analysis did not reproduce the customer's complaint of unexpected troponin results. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were within the acceptance ranges. A rocketware search spanning six months revealed one similar incident (non-reproducible unexpected troponin results) and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 29-sep-2022. A review of shipping records identified lots a22165 and a22171b as the two ctni cartridge lots most recently shipped to the distributor associated with the customer, prior to the abbott aware date of 08-aug-2022. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a22165 and a22171b.